Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 451 mg/dl. Customer was treated with insulin pump for high blood glucose. It was unknown whether they were using auto mode feature or not. The insulin pump will not be returned for the further analysis.